Event description:
It was reported that an ilet bionic pancreas sustained a cracked screen after the device likely fell to the ground overnight, and the user later observed the device stuck on the dexcom icon though it could be unlocked, consistent with a device display and housing damage and a user interface/display malfunction. Symptoms included no adverse physiological effects, and blood glucose was reported as unaffected. Outcomes included continued therapy using backup methods and ongoing dexcom g7 sensor use on the user¿s phone or receiver. Investigation included complaint handling and collection of user-reported device condition and performance. Investigation of this case revealed physical damage to the display and impaired user interface function, while the cgm and glycemic control were reportedly unaffected. It was concluded that the event involved mechanical damage from impact, leading to display malfunction, with no patient injury and no loss of glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.